Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 400mg/dl with tiredness. The patient received treatment via phone advice. Bolus setting adjustments were made. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: the black box shows and unexplained por on (B)(6) 2016 20:17. Pump was powered back on (B)(6) 2016 06:56 but not primed and no deliveries were made. Then pump was powered off at 07:10. Deliveries resumed on (B)(6) 2016 11:10. An unexplained por was observed on (B)(6) 2016 06:40; deliveries never resumed. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).